Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in mildly tortuous lcx. After pre-dilatation the orsiro could not pass the lesion. It was decided to use a guideplus 6f but it was not possible to introduce it. Thus, the guideplus was changed to a 7f guideplus and another pre-dilatation was conducted. However, the orsiro could still not pass and eventually a deformation of the stent was noticed.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the corresponding IFU warns against reinsertion if the stent system was removed prior to expansion.